Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they really don't feel stimulation. At night, toward the morning, they are draining and their pad is soaking wet. The implantable neurostimulator is indicated for gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported they can control their urine during the day when they are up, but during the morning hours, they cannot feel it and can get up 5 times during the night. It was confirmed that therapy was on and the patient was set at program 2 at 2.0v. Adjustments were made and it was reviewed to monitor symptoms on their current settings and follow up if they do not help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.